Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose was 369 mg/dl. Customer reported that he changed his insulin pump and got new infusion set and on the next day he wake with blood glucose of 369 mg/dl. Customer reported that he took insulin and check blood glucose again , this time it was in the 500¿s mg/dl. Customer reported that he remove cannula and found it bent. The insulin pump will not be returned for analysis.